Event description:
Reporter indicated that, the pt is experiencing no efficacy, daily seizures and high lead impedance on the normal mode diagnostic test. During clinic visit, system diagnostics resulted in high lead impedance indicating a possible lead malfunction. X-rays received and reviewed by MFR showed a lead break below the positive electrode. Revision surgery is likely. No serious injury was reported.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.